Manufacturer narrative:
The reported over-infusion issue was found. The pump was found to have a flow rate accuracy outside of the +/-5% specification. The pump also failed the pressure test and was found to have a constant "drip connect" alarm, a battery outside of warranty. The pump was repaired, recalibrated, and tested to meet full specifications on 06/07/2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 01/20/2010.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00111).

Manufacturer narrative:
The manufacturer is still in the process of testing the infusion pump.

Event description:
The user reported that the pump was overinfusing. During testing, it was programmed at 125 ml/hr and a volume of 20 ml, but it gave a volume of 32.1 ml and 30.2 ml at the end of infusion. No patient was involved in this case.